Manufacturer narrative:
On 8/2/2021, it was reported to mentor that the date of explant is (B)(4) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 450cc breast implant was found to be ruptured. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the correct date of explantation was (B)(6) 2021. On (B)(6) 2021, mentor received additional information that the right breast implant rupture was confirmed and that the patient's underwent replacement with the following devices: (left) 450cc mentor smooth round moderate plus profile saline catalog: 3502450 lot: 9603190 sn: (B)(6) and (right) 450cc mentor smooth round moderate plus profile saline catalog: 3502450 lot: 9602500 sn: (B)(6) . On (B)(6) 2021, mentor also received additional information indicating that the right breast implant rupture was diagnosed via MRI. In addition, upon removal of the left breast implant, it was also found to be intact. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implant 450cc and suffered from a bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right side.